Event description:
The lead involved in this MDR report was found dislodged during scheduled follow up. During re-intervention, the retractable screw could not be retracted with different stylets (easy turn straight or curved stylets). Therefore the lead was finally explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.